Event description:
Pt's breathing circuit heated to the point that a swelling developed about 8cm long by 2cm at its widest point where a small hole melted open, causing a ventilator alarm due to the lost exhaled volume. No pt injury occurred. The swelling and hole developed in the expiratory circuit limb, about 60 cm from the pt airway. The inspiratory limb was connected in series with a short unheated extension hose to facilitate sampling for nitric oxide administration. Breathing circuit and heater controller were replaced. The conchatherm heater functioned properly when tested by hosp tech. The heater and breathing circuit have been sent to MFR for more detailed inspection and testing.